Event description:
Boston scientific received information that decreased p wave sensing, decreased impedances, and high pacing thresholds were noted on this right atrial lead. A lead dislodgment was confirmed via x-ray and was suspected as the cause of the diagnostics issue. The lead was explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
The lead as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.